Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer does not boot. The programmer was returned for repair and test/calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the unit did not boot, it booted to an error. The hard drive was reimaged and the software was reloaded. The device then passed functional and systems tests and no other anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.